Event description:
The needle did not retract and a needle stick injury occurred.

Manufacturer narrative:
The sample is not available for the investigation. Additional info has been requested. If additional info is received, a supplemental report will be submitted. (B) (4)